Manufacturer narrative:
Investigation summary: two (2) photos were attached for evaluation. Picture one shows an l-70 device and picture two shows damage in the return connector tip without the white connector. One (1) unit of part number l-70 was also received without its original package, in used condition. The sample was visually inspected at a distance of 12¿ to 16¿ under normal conditions of illumination to detect any cosmetic issue. In the inspected sample, it can be observed that the return connector is damaged, and the white connector is missing which could cause the product to malfunction. Failure mode reported ¿a0114 - connector issue¿ was confirmed. Failure mode reported ¿a0172 ¿ disconnection¿ was not confirmed. Based on the analysis conducted in the sample provided, the returned sample has a damaged in the return connector and the white connector is missing, this defect can be caused due to bad assembly causing a connection issue. The failure mode will continue to be monitored and if a trend is identified an investigation will be opened. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the luer connector on the patient side was not attached before opening the package or was damaged at some point during use, causing disconnection of the circuit. This occurred during use. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.